Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury were reported.

Event description:
The customer reported the system's camera was non-operational. No report of pt injury.